Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument had leakage at the front end. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: by 'leakage', the customer meant to state that the instrument arced/sparked/smoked. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found the instrument underwent external and internal visual inspections, no issue detected. The instrument housing was removed a visual inspections was performed, founding no evidence of a dislodged flush tube nor damaged flush tube or housing which may have caused the leakage. The instrument passed the manual articulation of inputs. No product issue was found. The complaint regarding the instrument leaked from the front end was not confirmed by failure analysis.